Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No moisture damage was found on the electronic or motor assembly. The insulin pump had a broken belt clip slot at battery tube threads area, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 115 mg/dl. The customer stated that she was correcting units to deliver a bolus and was unable to continue because the keypad was not responding. She took the battery out, then received the button error alarm. She observed a crack between the belt clip and battery casing. She also recalled that the insulin pump had been exposed to sweat. Advised discontinuation of the insulin pump. Nothing further reported.